Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was analyzed and found to have conductor wire insulation damage inside of the grip routing. Visual inspection found the wire to be exposed. The instrument passed the electrical continuity test on all three attempts. There were no signs of thermal damage. The probable root cause of this failure is attributed to a component failure. Additional investigation found dried residue around the clamping pulley.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the conductor wire of the fenestrated bipolar forceps (fbf) instrument was damaged, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument, but failure analysis has not yet been completed. A supplemental MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted surgical procedure, the conductor wire of the fenestrated bipolar forceps (fbf) instrument was damaged. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: it was unknown if the conductor wire was exposed. Broken cable was observed. There was no thermal damage at the site of the insulation damage. The instrument could operate as expected during the previous procedure.